Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm with out low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the battery was not previously used. Customer stated the battery cap was not damaged. This weekend they also did not receive low battery alerts prior to the replace battery alert. The customer was advised that the insulin pump needed to be replace. The insulin pump will be returned for analysis.